Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture and had motor motion error (gearbox lockup). Customer states that the home screen did not appear on the display. The customer¿s blood glucose was 75 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received blank display due to moisture damage at electronic assembly. Unable to verify an error in the motor was detected by reading unexpected value from hall sensor due to blank display.